Manufacturer narrative:
Patient weight is unknown. This report is for six unknown screws/unknown lots. Revision procedure was planned for (B)(6) 2013; it is unknown if that is the date the procedure actually occurred. An product development evaluation was completed: the screws are in a used condition. The performed product development investigation has shown that reverse bending during contouring of the plate did weaken the plate, which finally did contribute to the complained breakage of the plate. The screws are, although worn, still in a functional condition we exclude a fault at the screws. Without knowing the part- and article number no further evaluation is possible. In addition it cannot be defined without the review of the manufacturing documents if these screws were sold sterile and in case they were sold sterile the sterilization process cannot be reviewed. Therefore no statement regarding the mentioned infection is possible. Device was used for treatment, not diagnosis. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported november 20, 2013 that the patient contacted the hospital and stated he heard the sound the plate got broken that was implanted during the left mandible segmentectomy reconstructive surgery on (B)(6) 2013. After the march 7th surgery, the patient was hospitalized for 5 or 6 weeks until he was able to manducate. The patient developed an infection originating from the surgical site. The exact date is unclear of when the patient developed the infection. The plate had no problem at this time. On (B)(6) 2013 the surgeon took a computed tomography (CT) scan and found that the plate was broken. A revision surgery has been planned on november 28, 2013 since the surgeon considered the possibility of infection. This report is for six unknown screws. (B)(4).